Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the patient exam was completed, the doctor transferred the images, but the system crashed. There was no impact on the patient because the exam had been completed. The philips field service engineer (fse) inspected the system on-site and confirmed that the system shut down during image transmission. Upon troubleshooting, the fse ran the post (power-on self-test), which showed that the system could not start up. It was confirmed that the suite pc was defective. To resolve the issue, the fse replaced the suite pc. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's software crashed while transferring images. The user rebooted the system, but it failed to boot up. The system was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint. The complaint device 722281 is not sold in the USA. However, a similar device 722228 is marketed in the USA under 510(k): k200917.